Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2021-18748. It was reported that the patient experienced ineffective therapy due to the migration of the right l3 lead. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was explanted and replaced to address the issue. It is unknown which lead migrated; therefore, both leads will be reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.